Event description:
It was reported that during implant attempt, the helix became stuck, and would not extend or retract, after one or possibly two attempts to reposition the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).